Event description:
It was reported that the user observed a low glucose reading, with sensor glucose at 60 mg/dl and no confirmatory fingerstick, and then consumed carbohydrates, with subsequent values trending upward to 77 mg/dl. Customer care provided support that included review of the event details and hypoglycemia education, including the 15 grams every 15 minutes rule. Investigation of this case revealed no device alarms or alerts and no device malfunction identified, and the event was consistent with hypoglycemia of unclear cause. Symptoms included lethargy and fatigue consistent with hypoglycemia. Outcomes included improvement after oral carbohydrate intake without the need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.